Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: the pump's black box showed evidence of a call service 064 motor error on (B)(6) 2016 at 11:12. Unexplained pump reboot events and replace battery alarms followed the motor error. The pump powered on with returned the battery cap. There was a crack found in the battery compartment. Both call service 064 and 078 alarms were observed during the rewind and load steps. There was evidence of moisture contamination inside the pump on the motor boost circuit and the o led circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that there was no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.